Event description:
Please refer to 1526439-2011-00045 for details. Device 3 of 3. For add'l products see: 1526439-2011-00045 and 1526439-2011-00046.

Manufacturer narrative:
Please refer to 1526439-2011-00045 for details.